Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens. In addition, our technician confirmed that the water jet tube clogged, the jet socket dirty, the aft suction tube dirty, the lg air/water socket cylinder dirty, and the jet socket cylinder dirty; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.